Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvis right over fallopian tubes/chronic') and seizure ('seizures') in a 23-year-old female patient who had essure (batch no. A25168) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's previously administered products included for an unreported indication: mirena from 2009 to january 2010. Concurrent conditions included back pain, bipolar disorder, carpal tunnel syndrome, chondromalacia and morbid obesity. In october 2012, the patient had essure inserted. In november 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia") and migraine ("migraines / headaches"). On an unknown date, the patient experienced back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage ("abnormal bleeding (general)"), dizziness ("spells of dizziness and lightheadedness"), syncope ("fainting"), abdominal pain ("abdominal pain"), ovarian cyst ("cysts on the ovaries"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti (urinary tract infection)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), neuromyopathy ("neurological condition/problems"), seizure (seriousness criterion medically significant) and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, bladder disorder and urinary tract disorder had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dizziness, syncope, abdominal pain, ovarian cyst, blood disorder, cardiac disorder, cystitis, urinary tract infection, vaginal discharge, vaginal infection, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea, neuromyopathy, seizure, visual impairment, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, neuromyopathy, ovarian cyst, pelvic pain, seizure, syncope, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: per ppd: essure insertion date: (B)(6) 2012 (discrepancy). Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events per pfs: abnormal bleeding (general), migraines / headaches, abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvis right over fallopian tubes/chronic'), syncope ('fainting') and seizure ('seizures') in a (B)(6) female patient who had essure (batch no. A25168) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("spells of dizziness and lightheadedness"), syncope (seriousness criterion medically significant), abdominal pain ("abdominal pain"), ovarian cyst ("cysts on the ovaries"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti (urinary tract infection)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), neuromyopathy ("neurological condition/problems"), seizure (seriousness criterion medically significant) and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery and oophorectomy unilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, bladder disorder and urinary tract disorder had resolved and the dizziness, syncope, abdominal pain, ovarian cyst, blood disorder, cardiac disorder, cystitis, urinary tract infection, vaginal discharge, vaginal infection, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea, neuromyopathy, seizure, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, nausea, neuromyopathy, ovarian cyst, pelvic pain, seizure, syncope, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: per ppd: essure insertion date: (B)(6) 2012 (discrepancy). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. The case is incident. Events¿ back pain , dysmenorrhea (cramping),dyspareunia (painful sexual intercourse) ,apareunia, blood/heart disorder, bladder problems, urinary problems, bladder infection, uti (urinary tract infection), vaginal infection, vaginal discharge, fatigue ,gi (gastrointestinal) conditions, dental problems, hormonal changes, headaches, nausea, neurological condition/problems, seizures, vision problems, weight gain and plaintiff did not undergo essure confirmation test¿ were added. Reporter¿s information, essure indication (amended) and essure removal date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.